Manufacturer narrative:
The hill-rom tech thoroughly tested and inspected the bed and found no issues. The bed nurse call functioned as designed. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the beds nurse call audio station shuts down when the bed is plugged in. The bed was located at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).